Event description:
Medtronic received information via literature regarding the effectiveness of stentless bioprostheses for aortic root replacement as opposed to traditional stented valves. All data were collected from multiple centers between september 1992 and april 1998. The study population included 112 patients (predominantly female), all of which were implanted with medtronic freestyle valves (no serial numbers provided). Among all patients, 4 deaths occurred either in the hospital or within 30 days of valve implant. No further details were provided regarding the deaths. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: thromboembolism and mild aortic insufficiency. It was reported that four thromboembolic events occurred within 30 days of implant, two resulting in permanent neurologic deficits and two were transient. There was also one late transient deficit. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B2: outcome attributed to adverse event corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: kon nd et al. Aortic root replacement with the freestyle stentless porcine aortic root bioprosthesis. Annals of thoracic surgery. 1999; 67:1609-1616. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Medtronic received information via literature regarding the effectiveness of stentless bioprostheses for aortic root replacement as opposed to traditional stented valves. All data were collected from multiple centers between september 1992 and april 1998. The study population included 112 patients (predominantly female), all of which were implanted with medtronic freestyle valves (no serial numbers provided). Among all patients, 4 deaths occurred either in the hospital or within 30 days of valve implant. No further details were provided regarding the deaths. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: thromboembolism and mild aortic insufficiency. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.